Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had crack in screen and turned black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was black. The field service engineer powered down the station, replaced the all in one (aio), and powered on the station, but received a pyxinet not found error. A technical support specialist dialed in and was able to restore the pyxinet connection; however, the drawers were not responding. The fse dialed in again and resolved the drawer issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had crack in screen and turned black.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.